Manufacturer narrative:
Refer to the attached report.

Event description:
Reportedly, the subject device was explanted after 7.5 years of implantation because the recommended replacement time went down from 2.5 years in (B)(6) 2014 to 1 year in (B)(6) 2015 with no changes of programmed parameters or auto thresholds (fixed output at 2.5v). There were also stable lead impedance trends. The subject device will be returned for analysis.

Event description:
Reportedly, the subject device was explanted after 7.5 years of implantation because the recommended replacement time went down from 2.5 years in (B)(6) 2014 to 1 year in (B)(6) 2015 with no changes of programmed parameters or auto thresholds (fixed output at 2.5v). There were also stable lead impedance trends. The subject device will be returned for analysis.